Manufacturer narrative:
(B)(4). Returned test strips evaluated with defect found; showed indication of black chemistry. Most likely underlying root cause of malfunction noted in the complaint: improper storage of test strips in high humidity areas. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).

Event description:
Consumer complaint of e-3 error; test strip error. Investigation of returned test strips produced e-3 error. Test strips lot MFR's expiration date is 06/13/2015 and open vial date is not verified.